Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v975264, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v975264, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an adverse reaction to post procedure medication. It was noted that they changed keppra to another agent on (B)(6) 2013. It was noted that a CT scan was performed without contrast and showed no hemorrhage, ich, cva, or air. It was noted that the electrodes appeared to be in appropriate region. It was noted that there was no sign of infection. It was noted that an eeg was performed and showed no seizure activity on (B)(6) 2013. It was noted that it was not related to the device or therapy and that it was possibly related to the implant procedure. It was noted that the patient had a possible reaction and seizure to post-procedure antibiotic. It was noted that 3 seizures reported as tonic/clonic seizure activity and an altered mental status with hallucinations occured. It was noted that the event did not result in patient hospitalization. It was noted that the patient outcome was resolved without sequelae on (B)(6) 2013.